Event description:
This ra lead was implanted on (B)(6) 2008 and was capped and replaced on (B)(6) 2013 due to an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).